Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly were evaluated and reseated. The power cable connection to the hard disk drive was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the table failed to properly move. The field service engineer confirmed that the system actual issue was a boot failure. No patient serious injury or death was reported related to this event.